Event description:
This rv lead was implanted on (B)(6) 2004. A call to technical services on (B)(6) 2011 states that patient was transferred from (B)(6). Noise on rv lead so they are going to drop a new rate/sense. The physician is dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).